Event description:
It was reported that the pt was revised to a total hip for acetabular loosening.

Manufacturer narrative:
This device was part of the cormet ide study. Trochanteric bursitis of the right hip was noted and reported in the ide on (B)(4) 2005.